Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/24/2015. The fse found that the detector preamp card was malfunctioning. The fse replaced the preamp card , which repaired the failing controls. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported the latron conductivity was running low on controls for the coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.